Event description:
In this event a doctor reported that an estylus 1:5 handpiece overheated while in use. There was no injury or intervention.

Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The reported complaint was confirmed through production and quality testing. Maximum temperature for the attachment head exceeded maximum allowable temperature standards. Cap end bearing retainer failure, free roaming ball bearings and excessive debris most likely created friction within the head which resulted in temperature increase. Gear function may have also been compromised inside of the head which is evident from the wear on the teeth of the gears. Contact was also being made between the set pusher and the interior of the cap while in use. All components looked dry and corroded with no evidence of lubrication.